Event description:
During the removal of a lag screw from a gamma nail, the lag screw inserter/extractor was torqued and bent. The nail was extracted with no adverse consequences to the pt.

Manufacturer narrative:
Evaluation results received from howmedica kiel indicate that this event would be related to misuse of the device during surgery.